Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain and swelling at the magnet site. The recipient presented with liquid build up over the magnet site as well as tenderness. The recipient was admitted to the hospital and will be undergoing testing to determine cause. It is noted that the recipient has a shunt on this same said; however, it is not related to the device.

Manufacturer narrative:
Additional information: sections d.6b & h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly had liquid extracted from the site. Testing confirmed blood and swelling was due to hematoma caused by hitting their head. The recipient is healing well and resumed device use. Additional information regarding treatment details were not provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.